Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager lock fell off and needed to be reattached. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 15938180 was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hasp of remote manager, fell off of the front door of the refrigerator. A field service engineer removed the old adhesive from the refrigerator and reinstalled the hasp back to the door and customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.